Event description:
Pt reported alleged lap-band system "slippage", "pain", and a port that "never worked, never held fluid, and was leaking." Follow-up information: healthcare professional reported the pt came in to the office complaining of reflux, feeling too much restriction, and was "sore." Healthcare professional added that the pt experienced abdominal pain after removal of the device, but the symptom has resolved. A "discrepancy with volume" during two adjustments were documented, but possibility of a leak was "not looked into" or confirmed as a decision had been made to remove the device.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Band slippage, pain, and reflux are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of band slippage, reflux, and pain as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved with band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated."